Event description:
Patient experienced sudden cardiac arrest. During resuscitation, potassium level was noted as elevated. In reexamination or infusion pump, as well as after reconstructioning pump setting, unable to determine for certain the rate at which pump was set. Initially there was concern that the pump may have malfucntioned;however, evaluation of the pump has not produced any conclusive results. Based on total volume of potassium infused, as well as levels shown in patient, it appears that the pump may have been set at 2.2 cc/min instead of 2.2 cc/hr as it should have been. No way to determine for certain, however, if this latter scenario is accuratedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: other, misapplication of device, other. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.